Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the tip of the stem inserter shaft broke off while inserting the stem. The same thing happened to the second shaft which we have given to the surgeon. Got a third one and finished inserting the stem. All pieces retrieved. Surgical delay of 3 minutes.